Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. There was an alert for out of range (oor) sub threshold lead impedance on (B)(6) 2014, and an impedance measurement of 1558 ohms on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was further reported that the rv lead was replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that one episode of short interval counts was recorded on the rv lead.

Event description:
It was reported that a right ventricular (rv) lead warning occurred due to high impedance. Further testing could not reproduce the high impedance on the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.